Event description:
Pt was undergoing right shoulder arthroscopy with rotator cuff repair. Scorpion surefire needle was being used. The tip of the needle broke off. The tip was not in the pt's joint/joint space. Tip was not recovered.